Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed that the high current drain was the result of a compromised capacitor, which resulted in the observed premature battery depletion. Investigation has determined that the high current drain is the result of compromised low voltage capacitors, which is caused by the presence of excess hydrogen from a liner component within the device.

Event description:
It was reported that this pacemaker's battery life dropped from 12.5 years down to 7 years within a span of 11 months. An engineering analysis was performed and it revealed that the device was depleting prematurely since the power consumption has been steadily increasing over the past year. As of this moment, the device still remains in service. No adverse patient effects were reported. Additional information obtained from the field which indicated that analysis showed that expected power consumption was about 30 microwatts, however this device was consuming 58microwatts and the power consumption was expected to continue to increase. The device exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker's battery life dropped from 12.5 years down to 7 years within a span of 11 months. An engineering analysis was performed and it revealed that the device was depleting prematurely since the power consumption has been steadily increasing over the past year. As of this moment, the device still remains in service. No adverse patient effects were reported.